Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2018; 439888 lead, implanted: (B)(6) 2018; 3058 ipg, implanted: (B)(6) 2015; 3889-28 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had migrated. The device was explanted and replaced. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.